Event description:
Entered room and tpn found leaking on floor. Soluset metered chamber found cracked. New IV fluid hung tko femoral line until tpn and infusion set replaced. The product was replaced with no known pt sequelae from this event.